Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v124886, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: v124886, ubd: 10-jun-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient's previous interstim implanted in 2008 was replaced in 2014. Patient's husband reported that the patient's battery and wire were replaced because they thought the patient broke a wire when they fell. It was noted as patient got dizzy when sitting on a bench and fell on their back, but confirmed the reason for the fall was unrelated to the implant. Caller noted after the fall, the implant stopped working. No further complications were reported or anticipated. (Please refer to (B)(4) for event pertaining to return of sx; eos).